Event description:
A patient reported higher blood glucose results with a lifescan meter compared to a laboratory device (results and time difference were not specified). The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) # is k073231.